Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause and treatment for the peritonitis was not reported. The patient was hospitalized for the event. At the time of this report, the patient had been discharged from the hospital and was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.